Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high out of range impedance measurements. A lead revision was performed where this lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and will not be returned. No additional information is available at this time. If additional information becomes available, this report will be updated.